Event description:
The first of two reports involving the same product from the same distributor. It was reported that a 909712 osvii shunt had a blockage. The unit was explanted and replaced. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Additional information was received on 03sep2015 from the distributor with the following: patient age and gender ¿ both female pts. Patient¿s underlying medical condition/reason for the implantation of the osvii= no answer. Product ID/catalog number of the osvii (e.g. 909523, etc.) = 909712. Product lot number = 160930-182985. Explain the circumstances as to how the shunt was blocked/how it was discovered it was blocked = not functioning as it should be/blocked. Date of the incident where it was discovered it was blocked = no answer. Was there any patient harm or injury? If yes, please explain = no. What action was taken after it was discovered the shunt was blocked? (E.g. Revision surgery, osvii removed, replaced, flushed, etc.) = removed and replaced with medtronic strata programmable shunts. Date osvii was removed = no answer. Patient outcome = after changing from osvll to programmable both of them are doing fine. Linked to mfg report number: 9612007-2015-00012.

Manufacturer narrative:
Integra has completed their internal investigation on 10/02/2015. The investigation included: methods: review of device history records, review of complaints history. Results: the actual explanted device was not received and scarce information is available. The hospital returned its inventory of valves from lot 182985 (9 valves). One of these valves, sn (B)(4), was pressure/flow tested and found within specifications. The device history records of ref (B)(4), lot 182985 were reviewed and did not reveal any anomaly. The valves from lot 182985 were manufactured in october 2013. We do not know how long the valves were implanted. The review of integra complaint tracking database for osv ii valves since 2013 reveals a (B)(4) complaint rate for obstruction, underdrainage (basis of around (B)(4) valves). Valve obstruction is a known complication valve therapy: it may be related to the surgical technique (blood and/or debris introduced in the shunt at insertion time). Instructions for use recommend to aspirate 2 or 3ml of csf from the ventricular catheter to eliminate possible debris from the csf. Obstruction may also be related or to patient physiological conditions. The complaint is not verified by the device investigation. The exact root cause of the reported obstruction could not be determined. Conclusion: the complaint is not verified by the device investigation. The exact root cause of the reported obstruction could not be determined.